Manufacturer narrative:
The pump was received with blank display due to broken battery tube spring. The pump was unable to verify weak battery alarm due to blank display .the pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, with cracked reservoir tube, and with broken belt clip slot.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received weak battery alarm. The customer states the pump was damaged at the reservoir compartment. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis.